Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch kjm968 mfg date: 08/09/2016, exp date: 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the condition of the fascia tissue (weak, healthy, diseased)? => weak. What post operative date did the patient cough and experience dehiscence? => pod3. What was the date of the second procedure? => no information. Can you describe the appearance of the suture during second procedure? => it was breaking at two places, separated 3 parts. Can you explain where on the stratafix was found broken (termination, middle, end)? => no information. Can you confirm that one stratafix suture was found broken? => maybe only one suture was broken. Can you confirm the surgeon notes no causal relationship between the stratafix and the event? => the surgeon commented there had been no casual relationship between the stratafix and the event. What is the reason for the patient continued hospitalization? => he had not been completely recovered as of (B)(6). What is the current condition of the patient? => we've got no further information since (B)(6).

Event description:
It was reported that a patient underwent a pancreatoduodenectomy on (B)(6) 2017 and a barbed suture was used to close the fascia. Post-op, the patient coughed often. On (B)(6) 2017, when the patient coughed, the surgical wound dehisced. The wound dehiscence only occurred on the fascia. The patient underwent reoperation on an unknown date. During the reoperation, the barbed suture was not found to be broken. The wound on the fascia was not re-closed and the wound on the skin only was re-closed with a different type suture. After the first re-operation, a wound dehiscence occurred on the skin, so second re-operation was done. The wound on the skin and fascia were re-closed under general anesthesia. A different suture used to close the fascia. During this second re-operation, the surgeon found that barbed suture on the fascia was broken on three points and the fixation tab was gone. The patient continued to be hospitalized and was not completely recovered as of (B)(6). No further treatment was scheduled. Additional information had been requested.